Manufacturer narrative:
The biomedical engineer (bme) reported that the patient was showing waves for vpc, however the central nurse's station (cns) was not alarming. Nihon kohden technical support specialist sent the customer a guide indicating which logs to print for evaluation to determine the root cause of the issue, but the customer has not responded. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the patient was showing waves for vpc, however the central nurse's station (cns) was not alarming.